Event description:
Event description cpi received information that the patient had two episodes that were treated by the implantable cardioverter defibrillator (ICD) and chronic endotak transvenous defibrillation lead. After the second episode it was reported that therapy was exhausted and the patient had to be resuscitated. An interrogation of the ICD in the hospital noted a shocking impedance of <10 ohms. Cpi received additional information that during the replacement procedure an insulation breech was noted on the rate-sense portion of the lead near the is1 connector. Because this pace/sense conductor connects to the defibrillation conductor, the insulation breech on the pace/sense portion resulted in the <10 ohm shocking lead impedance.